Manufacturer narrative:
Concomitant: 5076-52 lead implanted 2005-(B)(6), 694958 lead implanted: 2007-(B)(6).

Event description:
It was reported that during a procedure, the left ventricular (lv) lead broke while the physician was dissecting the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The proximal segment was cut at 6.5 centimeters and the distal end was not returned. The lead was damaged during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.